Event description:
Healthcare professional reported right side rupture and "perimplant fluid collection."

Manufacturer narrative:
(B)(6). The event of "preimplant fluid collection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: white tissue red particle material on the shell broken shell. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture" and "perimplant fluid collection." The device was explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., d.6b., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device remains implanted.